Event description:
A malfunction was reported with a code labeled as malf 0. The customer¿s blood glucose level was recorded at 8.7 mmol/l, which is within the normal range, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to return call if the issue reappears, which the customer acknowledged and understood.